Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe cap was missing along with .8ml of liquid. No patient involvement was reported.

Manufacturer narrative:
Received 1 opened foley tray only. During the visual inspection, it was found that the water syringe was without content and cap tip. No presence of water marks on tray was found. The reported event was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe cap was missing along with .8ml of liquid. No patient involvement was reported.